Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that system was failed and required maintenance. A field service engineer was contacted directly by the pharmacy staff and was able to remotely assist them in reestablishing power to the media refrigerator. The pharmacy technician advised that after resetting the power cord at the back of the refrigerator, it powered up correctly and was functioning properly. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, it was not functioning. The customer stated that refrigerator required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.